Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3/h6: one used device was returned for investigation. The device was visually inspected. It was observed that the tubing p/n 105c-09 was separated from the male luer lock p/n 500-017. It was observed that the tubing p/n 105c-09 was separated from the male luer lock p/n 500-017. The functional and dimensional testing was performed. Resulting in the tubing pulled off at 15.2 lbs which is within the specification limit of 6lbs. The outer diameter of the tubing was within the specification. The reported problem was confirmed since in the images shared by customer a disconnection was observed between tubing p/n 105c-09 and component pn 500-017. The cause for the disconnection between the tubing p/n 105c-09 and male luer lock p/n 500-017 is unknown. The device history record was unable to be reviewed as no lot number was provided.

Manufacturer narrative:
B3: year of event and month has been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they have the same issue with four-way stopcock extension which they were easily able to disconnect the two pieces, and they are used on pressurized arterial lines in which they can lose large volumes of blood if not caught in time. There is no reported patient involvement.